Event description:
The customer reported that the kappa screen "greyed out" during surgery, and that the audible prompts and alarms were stuff present. There was no report of patient injury or death.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
On 16may2024 draeger service inspected the device and confirmed the reported issue. The service engineer observed that they could hear the power supply continuously discharge and there was no output from the connector. It was discovered that the power supply had failed. A replacement display was ordered. On 17may2024, once the replacement part had arrived, the new display was installed, and the power supply was replaced. The screen resolution was adjusted and then startup of the device was verified. The device was booted up multiple times to confirm proper operation. The device was then tested and confirmed to operate per the manufacturer's specifications. A root cause for the greyed-out display was able to be traced to a failed power supply. The power supply and display were replaced to resolve the issue. A specific root cause for why the power supply failed was unable to be confirmed with the information made available in this investigation.

Event description:
The customer reported that the kappa screen "greyed out" during surgery, and that the audible prompts and alarms were stuff present. There was no report of patient injury or death.